Event description:
The doctor indicated that during an ercp procedure there was a possible problem and due to it the patient had to be admitted to the hospital for observation. Follow-up information from conmed electro-surgery's sales representative was that the doctor said there was charring and it would not cut sufficiently. The doctor stated "complications- it did not look right" and the patient was admitted to the hospital for observation. The patient was later released and was alright.